Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04356 / 04357).

Event description:
During an acl reconstruction, the tip of the instrument fractured inside the patient and radiographs post-surgery revealed it was retained.

Manufacturer narrative:
This report is being submitted to relay corrected information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The femoral aimers were returned for evaluation without the tips. The distal end of the 8mm aimer may have fractured due to possible bending overload fracture origin. The distal end of the 9mm aimer possibly could have had multiple bending overload fracture origins, although some areas of the fracture have post-fracture damage. A xrf scan of both aimers confirm the material specified for their manufacture. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.